Event description:
On (B)(6) 2011, lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultra meter was displaying the battery indicator. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the alleged issue began at an unspecified date and time in (B)(6) 2011. The patient stated that she manages her diabetes with insulin, 40 units of lantus taken in the morning and 25 units of humalog taken with each meal, and took her normal, daily dosage of medications in response to the reported issue. A day after the alleged product issue occurred, the patient claimed to have developed symptoms of being "dizzy, sweaty, listless" and of having "headaches" and shortly after, self treated with food/drink in response to the symptoms. During troubleshooting, the cca determined that the batteries needed replacement. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a serious injury and received treatment after the alleged issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.